Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, suprarenal aortic extension and a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during a routine follow up, a computed tomography angiogram (cta) identified a type 3b endoleak. Patient is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
Device iteration is afx2. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: patient code: remove code 1924. H6: device code: remove code 1504. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, suprarenal aortic extension and a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during a routine follow up, a computed tomography angiogram (cta) identified a type 3b endoleak. Patient is stable and currently being monitored while an intervention is being discussed. Additional information: review of CT scan dated (B)(6) 2021 determined the subject has intact graft with graft fabric billowing posteriorly in the distal main body above the bifurcation with no visible endoleak. Billowing is expected of the stent graft, and is not a defect. Please remove from your complaint system as there was no device failure this is no longer considered a complaint.